Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: dead battery. Manufacturer contacted customer with follow up phone calls for knowing customer's condition; customer informed was hospitalized on (B)(6) 2016, the date of the initial phone call; customer was treated to stabilize the glucose levels; customer reported feels well on the follow up call time.customer received the new product replacement; customer is satisfied with the product that resolved the initial issue.

Event description:
Consumer is complaining of dead meter. Customer does not feel well and is observing symptoms of sweating, anxiety and nervousness, dizziness and excessive fatigue. Medical intervention is reported at the time of the call on (B)(6) 2016 due to observed symptoms. Test strip lot manufacturer's expiration date is 11/19/2017 and open vial date is (B)(6) 2016. The customer called stating the meter was not working, customer advised that did not have the correct code chip in the meter for the test strips when was using, however after inserting the correct code chip the meter still had no activity. After reviewing symptoms of low blood sugar with the customer, customer did confirm the following symptoms of low blood sugar: sweating, anxiety and nervousness, dizziness and excessive fatigue. Customer advice to seek medical attention as soon as possible. (B)(6) stated he would assist her in getting medical attention.